Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, a fox sv balloon ruptured below the rated burst pressure. The balloon was completely removed from the body and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.